Event description:
The initial reporter alleged a false positive result for the hbsag g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. The initial test result was 1.61 coi (reactive), while two repeat tests in the same run yielded results of 0.327 coi and 0.315 coi (both non-reactive). These tests were performed using the e-flow process. The same sample was subsequently processed manually in a hitachi cup, yielding a result of 0.321 coi (non-reactive). The sample was collected the day prior to testing, and the customer excluded incomplete coagulation as a potential cause. The results were interpreted as non-reactive based on the repeat testing outcomes.

Manufacturer narrative:
The analysis was performed on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. Initial reactive results are described in the assay's instructions for use (IFU), and the customer followed the retesting procedure as outlined in the IFU, which yielded non-reactive results. A potential contributing factor to the initial reactive result was identified as pre-analytical handling. Factors such as coagulation time, centrifugation speed, and adherence to the tube manufacturer's instructions may influence results. The customer was advised to review their pre-analytical procedures. No product issue was identified, and the investigation concluded that the assay functioned as intended.